Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding loosening involving an exeter all-poly cup was reported. The event was not confirmed. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. It is noted that the subject device had been implanted for approximately 21 years.

Event description:
Event reported under related pi: after operation surgeon informed sales rep that new implanted femoral head ref 0586-5-032, lot g4100689 did not lock well to stem 0571-4-000. Lot number for item ref 0571-4-000 is m357610. Removed femoral head ref 0586-0-028, lot r211162.

Event description:
Primary operation was done in 1993. In (B)(6) 2014, there was a revision operation because outer shell loosen.